Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was at early recommended replacement time (rrt) with unexpected longevity. The ICD was explanted and replaced. It was also reported that the patient's right atrial (ra) lead had chronic high thresholds due to a suspected problem with the ra lead. The physician decided to do no intervention on the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).